Event description:
It was reported that the ventilator had error code indicating watchdog test failed while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and reported that the flow sensor is reading 240 standard liters per minute (slpm) with zero selected. The customer was advised to replace the flow sensor assembly. Further information is pending.

Manufacturer narrative:
No patient information was available although requested. The customer replaced the air/o2 flow sensor to address the issue. The unit passed testing and was returned to use.